Event description:
Consumer wrote a letter stating the cord cracked and she requested a replacement cord. She reported that she received a shock from the cord.

Manufacturer narrative:
On (B)(6) 2015, heating pad sent to conair was manufactured by sunbeam. Conair does not manufacture any sunbeam products. The heating pad was returned to sender with cover letter.